Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 22 mg/dl. The customer was not hospitalized for the issue. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that they had thyroid issues and had been on medication for it. The customer was assisted with making sure their insulin pump worked as designed. The customer was advised to monitor the device for any issues. The customer did not return the product back for analysis".